Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint, originally dint (B)(4), was re-opened upon receiving further information from kennedys which was: doi: (B)(6) 2009; dor: (B)(6) 2012; left hip. The original investigation was documented in dint (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pain and limited movement in the left hip with raised blood metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2012; left hip.